Event description:
It was reported there was hyperalgia at the level of the cicatrice with negative infectious assessment. The patient was hospitalized for less than 24 hours and given a qutenza patch. The patch was effective. It was unknown if any diagnostic testing or troubleshooting was performed. The product issue was considered resolved.

Manufacturer narrative:
Concomitant product: product ID: 3898, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).